Event description:
The company was informed that the patient is receiving no benefit and no sound from her device. Advanced bionics is in the process of gathering more information and will submit a supplemental report once it is received.